Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that : "pt has been experiencing pain ever since he had his knee replaced. If he stands more than three hours, pt begin to experience knee swelling. He has been on pain medication and can take it up to three times a day. He continues to have follows up visits with his surgeon every month - three months."